Event description:
It was reported that the patient's nurse (patient was also on the background) reported that her renasys go does not seem to be suctioning the serosanguinous drainage from her heel. The patient's nurse mentioned that patient has a diabetic ulcer and dressing is placed on the heel. The patient's nurse stated that they also did bridging over heel and ankle. They reported that the device screen shows continuous 120 mmhg, but there is no drainage being pulled through tubing into the canister and canister is empty, but when the nurse arrived at the patient's place , leakage of serosanguinous drainage was observed around the edges of the dressing. The nurse confirmed that the dressing looks well-sealed. The nurse confirmed that the dressing looks collapsed. They confirmed the device has never shown blockage full or low vacuum. No additional information was provided.

Manufacturer narrative:
While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances. Probable root cause may be application technique, obstruction, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances. Probable root cause may be application technique, obstruction, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.